Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), embolism ("embolism") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hyperlipidemia, hepatomegaly, insomnia, obesity and appendicitis perforated. Concurrent conditions included dvt, blood pressure high, syncope, dizziness, pulmonary embolism, acute respiratory failure, right heart failure, hepatic congestion, deep vein thrombosis, basilar atelectasis, diaphoresis, sulfonamide allergy, sinus tachycardia, sepsis, anemia, hemorrhagic ovarian cyst, abdominal pain, hyponatremia, chronic kidney disease, diabetes, urinary tract infection, congestive heart failure, shortness of breath, leg pain, thrombosis and chest discomfort. Concomitant products included lisinopril. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), embolism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgical procedures) and surgery (ablation in 2007). At the time of the report, the pelvic pain, menorrhagia, embolism, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, embolism, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgical procedures because of her injuries. On (B)(6) 2014, differential diagnosis showed, other (sepsis; hypovolemia; hemoperitoneum; anemia; hemorrhagic ovarian cyst; ruptured ectopic pregnancy; ruptured appendicitis). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlussion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), embolism ("embolism") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 628190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dvt and blood pressure high. Concomitant products included lisinopril. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), embolism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgical procedures) and surgery (ablation in 2007). At the time of the report, the pelvic pain, menorrhagia, embolism, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, embolism, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgical procedures because of her injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pain and embolism were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/ abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgical procedures). At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgical procedures because of her injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.